Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: impact of cleft-like indentations on procedural outcome of percutaneous edge-to-edge mitral valve repair.

Event description:
This is filed to report stroke and mitral valve surgery after mitraclip procedure. It was reported through a research article identifying the mitraclip device which maybe be related to stroke and mitral valve surgery after mitraclip procedure. Details are listed in the article, impact of cleft-like indentations on procedural outcome of percutaneous edge-to-edge mitral valve repair. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the cerebrovascular could not be determined; however cerebrovascular accident is listed in the instructions for use (IFU) as a potential complication associated with mitraclip procedures. The reported surgical procedure was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.